Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (pt treated) has been confirmed. The pt received one inappropriate shock. Upon eval, there were frayed wires of excessive length in both ECG electrodes c (side-side channel) and d (front-back channel). Although it cannot be positively determined, the frayed wires may have contributed to the noise that led to the inappropriate treatment. The pt also did not use the response buttons to prevent the treatment. The cause of the frayed wires can be attributed to the excessive length of the wires. The root cause for the excessive length is a supplier mfg error. Treatment analysis concludes the pt received 1 inappropriate shock. Double counting and signal artifact on fb channel contributed to the false detection. The pt was conscious for the treatment but she didn't use the response buttons prior to the shock. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) female pt contacted zoll customer support to report that she had been treated. The pt was provided with a replacement electrode belt.